Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the lead returned was severed 5 cm from the pin; only the proximal section was returned. A visual inspection revealed the insulation was separated at the terminal connector confirming the reported clinical allegation. Resistance and pressure testing were performed on the returned portion of the lead. Analysis determined the returned portion of the lead was electrically continuous. Further visual observation confirmed the separation of lead at terminal connector. It appeared that body fluid/blood may have infiltrated the header evident on the terminal pin. In addition, the seal rings were slightly folded back. Analysis concluded that one or a combination of these issues could have contributed to the reported clinical allegation of the separation assuming that all set screws were fully back out or fully retracted.

Event description:
- -

Manufacturer narrative:
This is the information known at this time. When the portion of the lead has been returned, analysis will be performed. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a device replacement procedure, when the device was removed, during the attempt to remove this right ventricular lead from the device, a visual inspection revealed the connector insulation was damaged and the conductor coil was stretched. The lead was removed from the device without excessive force. A portion of this lead was surgically abandoned and the remaining portion will be returned for analysis. Lead measurements were obtained with the pacing system analyzer. Pacing failure was noted with 10v pacing. Prior to the procedure, lead measurements were within normal limits. No adverse patient effects were reported.